Event description:
It was reported that bacteremia/ endocarditis was observed. Lead was capped and replaced on (B)(6) 2017.

Event description:
Initial diagnosis preoperatively was systemic bacteremia. Physician's preference was prophylactic removal of as much of the existing device system as possible. No complications were noted before and after the procedure.